Event description:
It was reported that a patient underwent a cardiac ablation procedure with a smartablate¿ irrigation tubing set and there was contamination throughout the tubing set. It was reported that during priming, after connecting the tube, there was contamination in the tubing set and primed but could not distinguish between bubbles and contamination. Confirmed that there was contamination throughout the tubing set. The tubing set was replaced with a new one, and the procedure was continued. The bubble was confirmed by the pump, including directly under the sensor and from upper the to lower of pump. Bubble movement was unknown while the pump was operating, error was absent at the pump. The procedure was completed without patient's consequence.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 13-dec-2023, additional information was received confirming the issue occurred during priming and the tubing was connected to the pump. The bubble-like material was detected after passing through the pump section, it was hard to distinguish between bubbles and dirt. The material observed was inside the tubing and no errors were provided by the pump. Additionally, the manufactured date has been provided. Therefore, fields h4. Device manufacture date has been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 8-feb-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a smartablate¿ irrigation tubing set and there was contamination throughout the tubing set. It was reported that during priming, after connecting the tube, there was contamination in the tubing set and primed but could not distinguish between bubbles and contamination. Confirmed that there was contamination throughout the tubing set. The tubing set was replaced with a new one, and the procedure was continued. The bubble was confirmed by the pump, including directly under the sensor and from upper the to lower of pump. Bubble movement was unknown while the pump was operating, error was absent at the pump. The procedure was completed without patient's consequence. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and irrigation test of the returned device were performed in accordance with bwi procedures. Visual analysis of the returned sample revealed no damage or anomalies on the device. Irrigation test was performed and bubbles with no movement were observed during the test. Bubbles on the smart ablate tubing have been investigated by a cross functional team and the engineering analysis suggests that a plasticizer migration in the tubing product may be contribute to a change in tubing appearance including opacity, increase in lumen roughness as well as microbubble adhesion. Plasticizer migration is a known phenomenon in softer polyvinyl chloride (pvc) materials like our tubing set. Additionally, an independent evaluation determined that the plasticizer is not toxic and will not result in adverse health effects in cardiac ablation patients under normal use conditions. Despite any change in tubing appearance, bubbles in the saline remain readily detectable. In addition, the bubble sensor on the smartablate pump uses ultrasound signals and the sensitivity of this sensor is unaffected by any change in tubing appearance. Customers should continue to properly prime and flush tubing per the instructions for use (IFU) and the smartablate irrigation tubing set preparation workflow. Corrective and preventive actions (CAPA) are being followed to reduce this failure mode introduce optimization actions on devices with cloudiness and microbubbles. A device history record was performed for the finished device batch number, and no internal actions were identified. The event described by the customer was confirmed. Bubbles reported may be related to a known plasticizer migration phenomenon of pvc materials and has no interference with the functionality of smartablate pump. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).